Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk, additional information requested but unavailable: what vessel was the device being used on when issue occurred? What was the size of the vessel? Were there any other ligation methods used on vessel prior to using harmonic? Was the device fully clamped closed while activating? Were any error codes/ alert screens noticed on generator? What is the current patient status?

Event description:
It was reported that during a thyroidectomy procedure, the device was about 1/4 way through the vessel then ran and ran for about 1 - 2 minutes without cutting or sealing the vessel. It just blanched the vessel. The pad and blade were kept clean by the surgical tech throughout and there did not appear to be any issue with the device other than it was not cutting and sealing. The physician then used a like device to complete the procedure. As they were closing the patient, everything looked good when suddenly bleeding occurred at which point they reopened the incision and used an unspecified monopolar device, suture and surgicel to seal the superior pull and vein branching off the jugular. The blood loss was contained and minimal. The surgicel was removed after hemostasis was complete. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # n90f4p. Additional information was requested and the following was obtained: what vessel was the device being used on when issue occurred, what was the size of the vessel: superior pole and branch of the jugular; were there any other ligation methods used on vessel prior to using harmonic: no; was the device fully clamped closed while activating: yes; were any error codes/ alert screens noticed on generator: no; what is the current patient status: no patient issues were experienced. Patient experienced the traditional healing process and is doing well the device was visually conforming with signs of normal usage. The device functioned as expected when tested with an hpblue and a gen11. The max and min buttons were used in performing the cut test on media. The instrument was in the expected power range as observed through biomed mode. The device was disassembled and no issues were found. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected; blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. It could not be determined what may have caused the reported incident of hemostasis issues, and tissue effect issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.